Manufacturer narrative:
We checked the returned unit and confirmed that the operation channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the side body cover broken, the light guide fiber bundle (lcb) broken, the lcb distal cover glass broken, the insertion flexible tube (ift) buckled, the light guide cable buckled, the suction channel buckled, the bending rubber leaky, the remote control buttons cut, the objective lens unit scratched, the u/d & r/l pulley wire worn out, the brand plate worn out, and the serial number plate worn out ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.